Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs are completed and proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to deliver defibrillation therapy when using internal paddles. Another device was immediately available and they were able to convert the patient's heart rhythm. The biomed confirmed that the device was able to charge and shock for defibrillation, however no energy was delivered. In this state, defibrillation therapy would be prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse outcome to the patient.